Event description:
Upon getting out of bed pt pulled feeding tube out. When the tube was examined it was noted that the distal end was missing, about 2 1/2 inches of the weighted portion. The distal end left was discolored to a dark tan. Tube had been inserted on 10/20/94 at 1053. Replaced without problems.